Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker was observed to pace below the programmed lower rate limit (lrl). While the lrl was programmed to 60 ppm a rate of 45 bpm was observed. Boston scientific technical services (ts) reviewed electrograms (egms) and discussed that noise on the competitor right ventricular (rv) lead was causing pacing inhibition resulting in the patient's intrinsic rate. Ts advised system testing to determine if an underlying lead issue is present. No adverse patient effects were reported. This system remains in service.